Event description:
Routine complaint investigation when a customer reported receiving a low reading of 160 mg/dl when compared to a laboratory value of 279 mg/dl. The values, when plotted on a clarke error grid, fell into the "d' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.